Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the arterial sheath at the access site which progressed in a retrograde manner to the origin and distal to the carotid bulb. The physician placed additional unplanned stents via transfemoral approach. No further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.